Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead exhibited shock impedance measurements of 150 ohms, which is high out of range. It was also noted that this implantable cardioverter defibrillator (ICD) has been implanted since 2013 and device replacement is likely imminent due to normal battery depletion, so it was advised to revise the lead during the device replacement procedure to confirm the cause of the high shock impedance. The patient is noted to come up on the not monitored reports for the clinic and it was found that the patient keeps unplugging the communicator and has been inconsistent with the in-person follow-ups. Additional information was provided. It was mentioned that although there is a high degree of variability in the shock impedance daily measurements, this presentation is not consistent with calcification/mineralization for the rv lead. This ICD device was explanted and replaced and defibrillation threshold (dft) test was performed with the new device, after which the shock impedance was observed at 85 ohms, which is within normal range, therefore, the rv lead revision was not performed and the lead remains in service. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited shock impedance measurements of 150 ohms, which is high out of range. It was also noted that this implantable cardioverter defibrillator (ICD) has been implanted since 2013 and device replacement is likely imminent due to normal battery depletion, so it was advised to revise the lead during the device replacement procedure to confirm the cause of the high shock impedance. The patient is noted to come up on the not monitored reports for the clinic and it was found that the patient keeps unplugging the communicator and has been inconsistent with the in-person follow-ups. Additional information was provided. It was mentioned that although there is a high degree of variability in the shock impedance daily measurements, this presentation is not consistent with calcification/mineralization for the rv lead. This ICD device was explanted and replaced and defibrillation threshold (dft) test was performed with the new device, after which the shock impedance was observed at 85 ohms, which is within normal range, therefore, the rv lead revision was not performed and the lead remains in service. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.